Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the patient had sinus bradycardia. The lead was noted to have no capture and was dislodged. The physician felt that the patient has twiddler's syndrome. The lead was replaced. No patient complications have been reported as a result of this event.